Manufacturer narrative:
Continuation of d10: product ID b35200 (serial: (B)(6)); product type: 0197-implantable neurostimulator; implant date (B)(6) 2023; explant date product ID 3389s-40 (va1bk00); product type: 0200-lead; implant date (B)(6) 2016; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient came in for normal end of service battery replacement today. In pre-op, all impedances were normal, however, during the procedure there was a short (200 ohms) discovered between contacts 8 and 9 on the right hemisphere. Caller stated the patient was programmed with a double monopole (c+ 8- 9-) on those contacts. During the procedure, the extension tails were switched in the ports of the battery and it was determined that the issue was related to the lead or extension as opposed to the battery. The patient wasn't consented for anything other than the battery replacement so only the battery was replaced today. In post-op, the impedance measurement between 8-9 had decreased to 44 ohms. Caller stated programming was left as is on c+ 8- 9- and patient appeared to be getting symptom control for tremor with it noted that patient was still coming off sedation at the time. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Caller stated (B)(6) university will be returning the explanted battery. Caller stated they plan to check-in with the patient in a week to see how their therapy is and check longevity.